Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was running high all day. The customer believed the insulin pump was under delivering insulin. Customer's blood glucose level was 285 mg/dl. He believed the insulin pump had a delivery anomaly. The insulin pump alarmed low reservoir. The displacement test passed. The customer agreed that the insulin pump was working as designed. The device was not returned.